Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited noise and low out of range pacing impedance measurements less than 200 ohms in rv ring to can configuration. The noise was felt to be consistent with the minute ventilation signal, however, the signal was not oversensed. Pacing impedance measurements were noted to be within normal limits at 555 ohms when the lead configuration was programmed rv tip to can. Boston scientific technical services (ts) discussed the option of continued monitoring. Available information indicates this product remains implanted and in service. The physician will continue monitoring.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited noise and low out of range pacing impedance measurements less than 200 ohms in rv ring to can configuration. The noise was felt to be consistent with the minute ventilation signal, however, the signal was not oversensed. Pacing impedance measurements were noted to be within normal limits at 555 ohms when the lead configuration was programmed rv tip to can. Boston scientific technical services (ts) discussed the option of continued monitoring. Available information indicates this product remains implanted and in service. The physician will continue monitoring.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.